Manufacturer narrative:
Event date (B)(6) 2018. Submitted 30aug18. (B)(4). A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the device did not power up, failed power supply. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user. No event date provided; estimate used.